Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed because communication failure occurred due to faulty cable. The cause of the faulty cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer no image on hd autoclavable camera head. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found by the customer during routine maintenance.

Manufacturer narrative:
Device has been returned and inspected to olympus united kingdom for evaluation. When connected to the otv-s190 processor, there was no camera image present; the problem was found to be caused by a fault within the camera cable. The following additional finding was noted: camera coupler misaligned when connected to the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.